Event description:
It was reported that a pt warming event occurred on the gehc MRI system. Reportedly a pt, who underwent a MRI of the hip, sustained a burn and nerve damage to the area. The pt had a known prosthetic hip in the area of concern. The pt alerted the technologist during the exam that a warming sensation was felt. At that time, the MRI was stopped. Per f/u communication with the customer, at the conclusion of the exam, no areas of changed appearance were observed on the pt. The pt has not returned to the customer site to be re-evaluated, and treatment has only included a f/u visit with a family doctor.

Manufacturer narrative:
Ge healthcare's investigation into the reported event is ongoing. A f/u report will be submitted once the investigation is completed.